Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4305mlc was removed on (B)(6) 2019 due to failure to osseointegrate 14 days after implantation. The patient has no significant medical history. The doctor noted local infection and pain during explantation. The patient required bone augmentation for the operation. The patient has recovered without complications.